Event description:
It was reported that during a maxillary fracture repair, while placing a 1.3mm on the left orbital rim(400.456 e)into the plate, the head of the screw snapped off with the screw driver. The surgeon was ratcheting the screw driver handle. There was no patient damage. The surgeon predrilled and while placing the screw, the head snapped off. The threaded portion was left in patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder

Manufacturer narrative:
Returned screw is broken at the thread just below the head. Only the head of the screw was returned for evaluation. Visual examination is consistent with product complaint. Since all the features relevant to this complaint could not be checked and a review of the DHR could not be completed this complaint is indeterminate from a manufacturing standpoint. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis.design evaluation condition of broken screws indicates that over torqueing has occurred either from over tightening and/or use with dense bone. Technique guide j7036-g recommends predrilling in the event of very dense bone. It would be reasonable to expect that if 1 screw breaks while inserting, dense bone may be evident and predrilling of any subsequent screw holes should be considered.conclusion was based on the probable application error leading to the screw breakage and occurrence rate calculations it is determined that the complained screws are suitable for their intended use.